Event description:
The sv300 comes to normal service. The service parts were changed and the sv300 was warming up. Suddently smoke comes out of the ventilator, and the technician shuts down the equipment. Three components broke: 1) pc board 1618 (p/n 6038702) pc board 1585 + 1586 (p/n 6150143) 3) exp. Valve compl. (P/n 6040005).